Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, e1 (phone#), g3, g6, h2, h10, h11.

Event description:
It was reported that during a customer routine check, the cs300 intra-aortic balloon pump (iabp) unit is not triggering. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse was not able to reproduce the failure. Requested the original catheter but it was not available. The unit then passed all functional and safety checks to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not triggering.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.